Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular fibrillation (vf) episode that was not terminated following delivery of shock therapy. The device was explanted and replaced with another manufacturer's device. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology lab and the replacement device was explanted and replaced due to continued high defibrillation thresholds (dft). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.